Event description:
I have had symptoms such as severe hair loss, blurred vision, eyes changed shape (ptosis) chronic headaches (daily) skin rash for 8 months at a time and fatigue. It has been ongoing since 2012. Some after symptoms such as severe abdominal pain started in 2000. The eyes, hair loss are the most noticeable and are impossible to hide anymore. All my test came back normal. All drs tell me there's nothing wrong with me but you can see the hair loss, and eye problems. I am very sick everyday. FDA safety report ID# (B)(4).